Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information.corrected fields: a2(delete d.o.b.), b2, b3, d1, d4(delete all), g4(delete date), h4 (delete date), g6-medical device problem code.

Manufacturer narrative:
(D10) reported concomitant device(s): 300-30-08 - equinoxe preserve stem 8mm: a193229, 320-10-00 - equinoxe reverse tray adapter plate tray +0: a071443, 320-15-01 - eq rev glenoid plate: a213855, 320-42-00 - 145-deg pe 42mm hum liner +0: a199997.

Event description:
Approximately 1 year(s), 8 month(s) and 5 day(s) post-operative of a left rtsa, it was reported via clinical study that the patient experienced aseptic glenoid loosening with shoulder pain and infection. Approximately 3 months following the onset of symptoms, the patient received a steroid injection and aspiration. The outcome of this event is considered continuing, and the clinical report indicates that the event is possibly related to the device(s) or to the procedure. This event report was received through clinical data collection activities and no device return is anticipated.